Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported multiple issues on vela ventilator. The power supply overheated, a turbine motor fault, and alarm h/w (hardware) fault. There is no patient involved.